Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient's exact date of birth was not reported; however it was reported that the patient was born in 1957. Additional information was received from the nurse. The patient also was experiencing diarrhea as a result of the peritonitis. The patient discharged from the hospital after 47 days and had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain and cloudy effluent as a result of the peritonitis. Treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time.